Event description:
Country of complaint: (B)(6). Sutures are breaking or needle is detaching.

Manufacturer narrative:
U.s. Reporting agent notified on: (B)(6) 2015. Mfg site investigation: samples rec'd: 2 unopened samples. There are no previous complaints of this code batch. Mfg and distributed; (B)(6) units of this code batch. There are no units in stock. Needle attachment and knot pull tensile testing of the samples rec'd was performed and the results were within specs. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill requirements. Corrective/preventive actions: not applicable.